Event description:
It was reported that the device went to elective replacement indicator (eri) possibly prematurely. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Event summary: the device was returned and analyzed. The device met 80%of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported that the device went to elective replacement indicator (eri) possibly prematurely. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant therapy: 6944 implantable tachy lead (B)(6) 2009; 5554 implantable pacing lead (B)(6) 2009. (B)(4).